Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who had a trial neurostimulator. It was reported that the patient was feeling stimulation on the right leg but it was implanted for the left. Stimulation was felt in the wrong location. The patient thought maybe a lead had moved. This occurred on the day of the report. A manufacturing representative (rep) later reported that the patient was brought back in for reprogramming and put under fluoroscopy. The leads moved but very little programming was needed. As of (B)(6) 2015 the patient has 95% pain relief and coverage from the left knee to toes, which was exactly where she needed it. "The thing is working beautifully.... I love it."